Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly or unexpected motor noise anomaly noted during testing. The motor was tested outside of the unit and passed. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. No damage noted on the lcd glass. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, prime anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the display screen, scuff marks and tear down arrow was unresponsive. It was reported that the priming process of the insulin pump grinds and several no delivery alarms. The insulin pump will not be returned for analysis.